Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse replaced the proximal set up joint (psuj). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. In artemis, error 22028 was confirmed indicating that the manipulator has failed power-on-self-test more than a specified number of times, coupled with error 23007 indicating the servo system was unable to control the arm. Also, the p values point to z-axis gravity motor or the constant force spring (cfs) motor. Upon visual inspection residue was found on the brake pad. The unit was installed onto a golden system where no faults occurred. Additionally, the unit was tested on a patient side cart (psc) fixture test platform (pftp) where it passed all relevant testing. The probable root cause can be attributed to a component failure on the proximal set up joint (psuj). This issue can be resolved by replacing the part.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, there was an error 22023 on arm 2. Technical support engineer (tse) checked the logs and confirmed the error. Tse directed customer to complete hard power cycle, but issue persisted. The procedure was converted to another dv system with no reported injury.

Manufacturer narrative:
The root cause is attributed to contamination on the vertical brake of the proximal setup joint (suj). This issue may be resolved by field service engineer (fse) service of the system to replace the proximal suj.

Event description:
Refer to h11 for follow-up information.